Event description:
Spontaneous: pt reports cassette malfunction (lot: 4213379) no disposable, pump will not run. Pharmacy advised pt needs to call pharmacy right away for any errors or issue. Pt understands. No dose disturbance. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Cassette not available for return. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; pt discarded the cassette; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.